Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes leaked during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "we have had 2 syringes today that have leaked".

Event description:
It was reported that 2 bd luer-lok¿ tip syringes leaked during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "we have had 2 syringes today that have leaked"

Manufacturer narrative:
H6: investigation summary three photos were provided to our quality team for investigation. Upon examination of the returned photos. The leakage defects reported could not be confirm from the photos provided. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.